Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: photo investigation: two photos of x-rays were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device images. Visual analysis of the first x-ray showed what appears to be a spiral shaft fracture in the distal third of the femur with possible extension to the lateral supracondylar area. It also shows the distal end of an rfna nail with 4 locking screws; 2 transverse screws inserted from the lateral side and 2 oblique locking screws. The proximal transverse locking screw has backed out and only the tip is still within the nail. The other three screws appear to be fully seated in position. The second x-ray shows the same construct with only three locking screws and the distal locking screw backed out. The area where the proximal locking screw had been is visible but it had been removed prior to the second x-ray. Since the first x-ray showed the distal locking screw in proper position and the proximal screw backed out and the second x-ray shows the distal locking screw backed out and the proximal screw removed but its former location is visible, it is believed that the customer removed the proximal locking screw and left the remaining construct in place. Then the distal locking screw backed out at a later time as shown in the second x-ray. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the first x-ray showed the proximal transverse locking screw had backed out and the second x-ray showed the distal transverse locking screw had backed out at some point after the proximal screw had been removed. The reason for the back out cannot be concluded from the x-rays and there is no indication of a design or manufacturing issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown distal screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it was reported that on an unknown date a patient was implanted with retrograde femoral nail advanced (rfna). Postoperative x-rays taken on an unknown date revealed that two (2) distal screws backed out. Patient underwent further surgery to remove it. This report is for one (1) unknown distal screw. This is report 2 of 2 for complaint (B)(4).